Event description:
Event 2: during bronchoscopy on the pt, cytology brush detached at the connection and did not come out with rest of the catheter. Alligator forceps used to retrieve brush via mouth. This is the second of two similar events which has occurred in the past month involving the same product.